Manufacturer narrative:
Visual inspection of the returned tibial tray exhibits signs of use (nicked, gouged, micro motion) and bone cement remains on part. A dimensional analysis was completed and result is within specification. Review of the device history record identified no related deviations or anomalies during manufacturing. X-ray review confirms radiolucency at the bone cement interface of the tibial component diffusely consistent with loosening. This complaint is confirmed. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right tka. Subsequently, approximately 4 years, 6 months post procedure the patient was revised due to tibial loosening.